Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into the ocean while still connected. Customer's blood glucose was unknown. Customer reverted to manual injection and blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.